Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the customer reported 'upstream occlusion error that keeps popping up, which was not reproduced during evaluation. A review of the event history log identified the multiple 'upstream occlusion' alarms. The cause was determined to be an out of specification ultrasonic sensor. The ultrasonic sensor assembly was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an upstream occlusion error that keeps popping up during the preventive maintenance at the biomed service department. There was no patient involvement. No additional information is available.